Event description:
During index procedure, the patient has one complete se stent implanted to the left mid/distal superficial femoral artery (sfa). Approximately 2 years and 2 months post index procedure, occlusion of stent was confirmed (CT scan). It is unknown if any intervention was performed. The investigator indicated that the reported event was possibly related to the study stent.

Manufacturer narrative:
Correction to implant date originally reported as the (B)(6) 2009 now confirmed as the (B)(6) 2009.

Event description:
Clinical events committee adjudicated that the target lesion pta which occurred approximately 24 months 3 weeks post index procedure was clinically driven and that the event was device related.

Event description:
Additional information received confirmed that target vessel/lesion revascularization performed on the (B)(6) 2012 was unsuccessful. The patient underwent revascularization again the following day; ballooning and stent placement. The treatment was successful.

Event description:
Intervention performed on same day as previously reported instent restenosis - thrombolysis and subsequent implantation of a non-medtronic brand stent.

Event description:
Approximately 2 years and 3 months post index procedure, the patient was hospitalized in stent restenosis was confirmed. Vascular intervention was performed. The patient recovered with treatment

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion).